Event description:
Reported by surgeon's office that "surgeon had to remove a lap-band in 2002 (due to infection and suspected band erosion). The band was sent to pathology and it was cultured, which was negative." F/u findings: no band erosion. Pt with pain and infection that originated at remote access port. Access port removed in 2002. As a precaution against further infection the rest of the lagb system was removed 4 days later.

Event description:
No band erosion. Pt with pain and sterile inflammation that originated at the remote access port. Access port removed on 8/1/02. As a precaution against further infection the rest of the lagb system was removed on 8/5/02.